Event description:
It was reported that this patient presented to the emergency room. The pacemaker device was interrogated, and this right ventricular (rv) lead was found to exhibit high threshold measurements resulting in intermittent loss of capture at maximum output. As a result, the rv lead was surgically abandoned and replaced the next day. The specific cause of the high threshold measurements is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.